Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the endoscope had a mirror image after hearing a creak. The procedure was converted to another da vinci system to continue. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope was analyzed and found a damaged attached endoscope adapter (aea) with friction issues and a discoloration of the housing. The mirror image was not replicated or confirmed. The complaint regarding noises was confirmed by failure analysis. The complaint regarding a mirror image was not confirmed by failure analysis.